Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. A supplier corrective action request was initiated as a result of the event. The device was discarded, but photos of the packaging containing a hair strand was provided to the supplier. The supplier determined that the production records and incoming inspection records contained no deviations. Root cause of the contamination could not be identified. One hundred percent visual inspection for package hair contamination has been impletmented as a control measure, but it will be possible that personnel fail to detect a hair strands. The supplier has included a hair contamination picture for reference within their procedural documentation.

Event description:
It was reported that a hair strand was found inside the sterile packaging of one of the silicone bile tubes. It was inside the second packet, attached to the tube. The device was used during a training case so it was not of concern from a patient perspective.

Manufacturer narrative:
The device lot number was not provided. Thus, the device manufacture date could not be determined.

Event description:
It was reported that a hair strand was found inside the sterile packaging of one of the silicone bile tubes. It was inside the second packet, attached to the tube. The device was used during a training case so it was not of concern from a patient perspective.

Manufacturer narrative:
The device lot number was determined to be 11112258.

Event description:
It was reported that a hair strand was found inside the sterile packaging of one of the silicone bile tubes. It was inside the second packet, attached to the tube. The device was used during a training case so it was not of concern from a patient perspective.